Event description:
Customer called reported unexpected negative result on the echo when testing a patient sample with capture-r ready screen 3 (crrs 3). The sample was tested with crrs 3 lot r170 at a different facility and cell 2 reported 3+. Customer site tested the sample using crrs 3 lot r172 and it reported negative for all cells. Sample was tested with an ID panel and received a 3+ for anti-cw and negative for anti-e. Patient does not have a history of an antibody.

Manufacturer narrative:
Review of instrument images: batch 5223, sample ID (B)(6): cell 1, reported negative, rs=0. Well appears to have a fuzzy button with some speckling surrounding it. No red cell adherence. Cell 2, reported negative, rs=1. Well appears 2+ positive with speckling surrounding the cell button and moderate red cell adherence to at least half of the monolayer. Cell 3, reported negative, rs=0. Well appears to have a defined cell button with slight speckling. Positive control, 4 + positive, no cell button present. Batch 5866, sample (B)(6), same patient. Cell 1, reported negative, rs=0. Well appears to have a fuzzy button with some speckling surrounding it. No red cell adherence. Cell 2, reported negative, rs=1. Well appears 2+ positive with speckling surrounding the cell button and moderate red cell adherence to at least half of the monolayer. Cell 3, reported negative, rs=0. Well appears to have a defined cell button with slight speckling. Positive control, 4 + positive, no cell button present. Some cells are visually positive but called negative by the instrument. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009. Customers were advised to visually inspect all negative reactions.